Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the control panel would not stay closed, preventing the unit from ventilating. There was no report of patient involvement.

Manufacturer narrative:
This follow-up MDR is being submitted to correct the information in h10 of the initial MDR which stated that the adjustable pressure limiting valve was replaced. The replaced component was the control panel.